Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the touch screen was delayed in responding to interactions. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged between 272-277mg/dl.